Event description:
Patient coming from bathroom and noticed his shirt was wet. Chemotherapy leaking from orange closed system transfer device. Infusion immediately stopped and sent to pharmacy. Pharmacy and np notified. Patient skin washed and provided with clean scrubs. New chemotherapy bag from pharmacy resumed at 1444. FDA safety report ID# (B)(4).